Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2020-00184.

Manufacturer narrative:
The manufacturer did receive x-rays, operative reports and per for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to osteolysis/abrasion, pain and tumor.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient underwent a revision surgery because of osteolysis due to a wear tumor. Review of received data: x-rays: (B)(6) 1997 - pelvic overview and second view, right hip: situation before implantation, a thp is implanted on the left side (fitek cup, metasul pairing, cls stem) (B)(6) 1997 - pelvic overview and second view, right hip: same type of thp is implanted on the right side. The inclination angle was measured and amounts to approximately 43°. Both views are inconspicuous. (B)(6) 1997 - pelvic overview and second view, right hip: there are no obvious changes. (B)(6) 1998 - pelvic overview: there is a radiolucent line at the calcar above the trochanter minor). Heterotrophic ossifications are visible above the trochanter major area. (B)(6) 2002 - pelvic overview and second view, right hip: there are no obvious changes compared to previous x-rays. (B)(6) 2007 - pelvic overview and second view, right hip: compared to the previous pelvic overview there is a radiolucent area close to the stem above the trochanter minor and at the lateral stem shoulder. There seem to be no obvious changes detectable on the second view. (B)(6) 2019 - pelvic overview and second view, right hip: compared to the previous x-rays the bone above trochanter minor in gruen zone 7 is missing and a radiolucent line is recognizable at the level of the lesser trochanter in gruen zone 6. There seems to be an initial small osteolytic area in gruen zone 3 and 5 as well as 10 and 12. There are changes in the proximal area of the stem corresponding to gruen zones 8 and 14. (B)(6) 2019 - pelvic overview and second view, right hip: situation after revision surgery. Compared to the previous x-rays there are new articulation components implanted otherwise there are no obvious changes. (B)(6) 2019 - pelvic overview and second view, right hip: compared to the previous ap view the stem seems to be very slightly tilted into a varus position and the osteolytic area in gruen zone 5 appears to be larger. There are no obvious changes on the second view. Letter from the surgeon dated (B)(6) 2020: in the letter from the surgeon it is described that after implantation of the total hip endoprosthesis (fitek cup, metasul pairing, cls stem) the patient was free of complaints concerning the right hip. Beginning of (B)(6) 2019 hip pain occurred, partially with ischialgia. This led to the evidence of osteolysis due to a wear tumor. The metal ion levels for chromium 0.25 ¿g/l and cobalt 0.67 ¿g/l measured in whole blood were however within the normal range. Surgical report of revision, (B)(6) 2019: diagnosis: symptomatic osteolysis in the acetabulum and proximal femur right with intermittent compression symptomatic of the ischial nerve earliest due to a wear tumor after implantation of a total hip prosthesis on (B)(6) 1997. Indication: see diagnosis. As far as radiologically assessable the cup is firmly fixed and correctly positioned. As the osteopenia is pronounced in the acetabulum loosening has to be assumed however. Considering the pain and radiological suspicion of subsidence of the stem, a loosening of the stem may be expected. Therefore, only a change of the head and the insert is considered, however variants for reconstruction of the acetabulum and revision of the stem were planned. Technical procedure: debridement of pronounced pre-capsular fat is performed. The capsule is bulgingly filled. It contains dark red-brown tissue necrosis and is curetted. Samples for histopathological and microbiological examinations are taken at different locations. Capsulectomy is conducted. Osteolysis in the proximal femur is curetted. The head is removed and the prosthesis dislocated. Especially at the trochanter minor and the obturator foramen and at the origin of the adductors larger amounts of necrosis are removed. In total it is a minimum of 300 ml. The stem has a firm seat. There is complete osseous integration around the stem distally to the osteolysis. The taper shows almost no damage due to corrosion and macroscopic wear cannot be identified. The cup is exposed and the insert removed using a chisel. There is pronounced yellowing at the backside of the insert indicating no relevant wear at the backside. The cup is irrigated. A durasul insert and a cocr head 36l are placed and the joint is reduced. Hemostasis and irrigation are performed and the wound is closed. Lab report of blood (whole blood) samples taken on (B)(6) 2019: cobalt - 4.9. Reference 15.0 ¿ 75.0 nmol/l. Chromium - 11.4. Reference 8.5 ¿ 66.0 nmol/l. Histological report, input (B)(6) 2019, output (B)(6) 2019: the report can be summarized as follows. Two samples were investigated, one taken from the capsule (1) and one taken from the wall of the abscess in the adductors muscles (2). In both tissue necrosis and siderosis as well as blackish, non-birefringent foreign material consistent with metal particles were found. In sample (1) no granulocytic and no chronic lymphocytic inflammation were present. Sample (2) showed acute granulocytic inflammation. Product evaluation: visual examination: the polyethylene liner of the metasul fitek insert is almost not yellowish discolored on the anchoring side. Further, damage from the chisel and an indentation as well as some scratches/nicks deriving from the removal are visible. The pole pin is deformed. Backside changes can be seen around the polar area and the area above the chisel damage. On the articulation side the liner¿s rim exhibits several scratches and some indentations. Numerous fine and some coarse scratches can be seen on the articulation surface of the metasul inlay. Obvious subsidence / tilting of the metasul inlay in the polyethylene liner cannot be observed. On the articulation surface of the metasul head some coarse damage/scratches as well as fine scratches are visible. Further, a damaged area is present in one location at the head¿s bevel. The articulation surface was inspected under the microscope (nikon epiphot) at 200-times magnification with differential interference contrast (dic). On a large area of the surface various scratches are visible and the carbides, which protruded slightly in the original surface state, are levelled. In the equator region the original surface state with slightly protruding carbides is recognizable. The head taper shows surface changes due to corrosion and probably some fretting on parts of the contact area with the stem taper. Wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value is 7.3 ¿m for the head and 6 ¿m for the insert which results in an annual wear rate of 0.34 ¿m for the head and 0.28 ¿m for the insert. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing [1]. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: after almost 22 years in vivo the metasul pairing was revised because of osteolysis due to a wear tumor. After implantation the patient was free of complaints concerning the right hip. Beginning of (B)(6) 2019 hip pain occurred. The x-ray evaluation shows that between 1997 and 2019 except for small radiolucent line/area and heterotopic ossifications no major changes occurred. The x-rays taken in may 2019 reveal that bone above trochanter minor in gruen zone 7 is missing and there are further osteolytic changes. During revision surgery approximately 300 ml of necrotic tissue were removed. The histological examination of the tissue revealed necrosis and siderosis as well as blackish, non-birefringent foreign material consistent with metal particles. One sample showed acute granulocytic inflammation. The co and cr values measured in the patient¿s blood before revision surgery are within the reference values provided in the lab report. There is the impression that the initial small osteolytic area in gruen zone 3 and 5 as well as 10 and 12 observed on the x-ray follow-up seems to continuously enlarge/appears more obvious after revision surgery. This could indicate that there are other unknown factors than metal wear contributing to the osteolysis. The articulation surfaces of the retrievals at hand are inconspicuous. There are no indications for rim loading, impingement or other phenomena that in general could lead to increased wear. The wear value measured on the metasul pairing is low. There are backside changes on the anchoring side of the metasul fitek insert. However, the histological report did not state that particles consistent with polyethylene were found. On the head taper of the metasul head, surface changes due to corrosion and probably some fretting were observed on parts of the contact area with the stem taper. The reason for the surface changes remains unknown. It remains also unknown in how far these and/or other factors could have contributed to the tumor formation and osteolysis. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. References: [1] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations, abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4) .

Event description:
No event update. Investigation results are now available.